Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes due to undersensing were observed on the device. No intervention was performed; the patient's condition was stable and will continue to be monitored.

Event description:
It was reported that the device was reprogrammed to address the undersensing. The patient was stable and there were no adverse consequences.